Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was error c-34 on the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked error logs and could verify the fault. The customer stated that the erbe generator was restarted several times, and the error came back. The customer had no valleylab generator, nor did they have a second da vinci system available. The customer did not know if surgery would be aborted, converted or normally finished. Intuitive surgical inc. (Isi) followed up with the customer to obtain additional information regarding this event. On the day in question, the erbe generator displayed this error message ¿c-34¿ as soon as it was switched on. When the customer plugged in the monopolar cautery and wanted to use it, it did not work, and the error message was displayed again. The customer did not have time to test whether it worked because the surgeon had already started the operation. The customer tried to restart the erbe, but this did not change anything, and the error was displayed again after the monopolar current was triggered. The customer contacted the isi tse and was informed a technician would replace the device the next day. The customer continued the robotic procedure with the same erbe device by setting the monopolar-coag mode to classic. This was not ideal, but the customer was able to continue the operation without having to change the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team and the reported failure error c-34 was confirmed and reproduced. There was no significant scratches or dents. The front bezel was not cracked.